Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 1, basic precautions, indicates to be sure to register an administrator and an operator, and restrict the use to a person who has received specific training. If a person who has not received specific training operates the instrument, trouble may possibly occur. The hemoglobin a1c st aia-pack assay specifications under page 4 provides specific specimen collection and handling instructions for the operator to follow. Corrected data: report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Contact office - name/address (and manufacturing site for devices): (B)(4). (B)(4), per exemption number e2017013.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: tosoh root cause investigation determined that industry standards and expectations of performance have changed since the introduction of the st aia-pack hba1c assay. In order for the assay to be useful, it would be necessary to reduce lot to lot variability of reagent to well below 6% to allow for human factors; tosoh's release specification is +/- 10%. The root cause investigation confirmed that the st aia-pack hba1c exhibits lot to lot variability within the +/- 10%. The st aia-pack hba1c results are influenced by a number of factors, including operator skills and specimen quality, which may increase variability. Tosoh st aia-pack hba1c cannot meet current requirements.

Manufacturer narrative:
Please note that this MDR report was previously submitted to the FDA on 04apr2018; it is being resubmitted retrospectively per FDA request. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: investigation into this issue by tosoh has determined that the st aia-pack hba1c assay can potentially generate erroneously elevated or erroneously decreased hba1c patient results on the aia systems. The investigation confirmed inconsistent or unexpected variability of hba1c results when comparing tosoh's st aia-pack hba1c to alternative hba1c testing. Risk to health a falsely elevated or falsely low hba1c result may not be easily recognized when there is no patient history or clinical picture, which would indicate that an incorrect test result was obtained. In current medical practice, single hba1c blood measurements are the primary indicator of the degree of sustained glycemic control and it is not current practice to corroborate a blood hba1c result on an alternative system. Device failure may be easily recognized given a patient history or clinical picture, which is not consistent with the reported result, which is most likely to occur under a rigorous and routine medical care or in a hospital setting, such as an intensive care unit, where intense clinical observation occurs. However, because hba1c levels are extensively used in the outpatient setting at wide time intervals as the single reliable test to monitor glycemic control, device failure is not easily recognized by the user in this setting. The american diabetes association (ada) recommends measurement of hba1c (typically 3-4 times per year for type 1 and poorly controlled type 2 diabetic patients, and 2 times per year for well-controlled type 2 diabetic patients) to determine whether a patient's glycemic metabolic control has remained continuously within the target range. Immediate health consequences of a falsely low or falsely normal hba1c result include the failure of the healthcare practitioner to recognize very poor and deteriorating glycemic control in known diabetics who are not yet in a state of ketoacidosis, with the resulting consequence of the subsequent development of life-threatening diabetic ketoacidosis. Long-range health consequences of falsely low or falsely normal hba1c levels include the failure to recognize and manage inadequate glycemic control with the consequences of long-range risks for both the individual patient and the public health. These risks of sustained poor glycemic control for the individual diabetic and the public health include the development of diabetic neuropathy (including amputation); retinopathy (including blindness); diabetic renal disease (including end stage renal failure and need for dialysis), and macro-vascular disease (including cardiovascular events). Immediate and long-term health consequences of falsely elevated hba1c levels include the unnecessary addition of potent glucose-lowering drugs or the unnecessary increase in drug dosage in known diabetics, with the risk of hypoglycemia, including the life-threatening risk of coma and loss of consciousness as well as other disabling symptoms of hypoglycemia. Health risks of falsely low levels also include the risk of failure to diagnose diabetes, as well as the risk of failure to diagnose patients at increased risk for diabetes (prediabetes). In order to prevent any risk to health, tosoh has taken the following actions: immediate actions to be taken by the customer immediately discontinue use of all lot numbers of the st aia-pack hba1c test and components. Immediately remove all st aia-pack hba1c test and components materials/kits from their inventory. Review the information provide by tosoh with the medical director and/or lab director. Immediately notify and forward this information to physicians who have received test results that had been provided by the recalled products over the past 6 months so that they may determine if follow-up testing is required (e.g. If the hba1c results they received did not match other patient data such as symptoms, results of other tests (typically blood glucose levels), or clinical impressions, or results which showed inconsistent test values) immediately identify an alternative test option for your hba1c testing needs. Tosoh is permanently removing the st aia-pack hba1c test and components from the market.

Manufacturer narrative:
Three of the 24 patient samples were sent to tosoh's quality assurance (qa) lab. Qa lab obtained the following results: patient 1 = qa lab 6.3% / customer 8.5%. Patient 2 = qa lab 5.0% / customer 7.1%. Patient 3 = qa lab 5.5% / customer 7.1%. Qc (lot no. Gy45734): l1 = qa lab 5.4% / customer 6.8%. L2 = qa lab 9.2% / customer 10%. An engineer was dispatched and readjusted all temperatures to specifications and replaced wash syringe bushings. Qc and instrument were performing as expected. The probable cause was due to dropping in incubators temperatures combined with untrained personnel. Contact office - name/address (and manufacturing site for devices): tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6)-2017 the customer reported that sa1c on 24 patient results run on an aia-900 system were consistently higher than expected. The customer's lab batches samples and runs the assay weekly. Samples are aliquoted and frozen by an untrained vocational nurse responsible for sample handling. Quality controls (qc) were within range.